Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use state that if seeping of blood occurs after placing the angio-seal device, application of gentle digital pressure (one or two fingers) at the puncture site is usually sufficient to produce hemostasis. If manual pressure is necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) states that potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal device instructions for use (IFU) cautions the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal device instruction for use (IFU) states that the angio-seal kit is supplied sterile in a poly bag. The bag includes a sealed tray containing the angio-seal components. The angio-seal is labeled sterile. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days instructs the patient to remove the dressing after 24 hours and clean the area with mild soap and water and dry the area. The site should be covered with a bandage and changed daily or if it becomes wet, until the skin heals. The patient is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site.

Event description:
It was reported following a percutaneous peripheral intervention (ppi), an 8f angio-seal evolution was selected for use. A pre-deployment angiogram revealed a common femoral artery (cfa) puncture with no anomaly. A 6f sheath was used during the procedure. It was reported that the physician changed the gloves and drapes prior to deployment. After deployment of the angio-seal, a small hematoma (size unknown) was noted at the puncture site. The patient was discharged from the hospital later that month, exact date is unknown. In 2009, during a follow up hospital visit, the hematoma was till present at the puncture site but no inflammatory reaction was observed. Sometime during the next week, the patient had a fever and tamiflu was prescribed to the patient. Three days later, the patient developed an infection at the puncture site and antibiotics were given. Four days later, pus had formed on the patient's skin at the puncture site. The physician cut open the puncture site and removed the pus. The physician thought that the patient's health; diabetes and dialysis could have contributed to the infection. The following month, the infected area was surgically removed. Additional information was not available.